Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a follow up. Upon interrogation, the right atrial lead exhibited loss of capture. No intervention was performed at this time.